Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/29/2021.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a micro-volume extension set leaked. After an unspecified infusion, ¿there was some wetness on filter of the piv tubing. It was dried, and the nurse noted leaking again at the same area.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D9: correction; the device was not returned on (B)(6)2021 as initially reported; however, the correct date the device was received was (B)(6)2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage testing; and no blockage or leaks were observed. Furthermore, pull testing was completed with no separation detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.